Manufacturer narrative:
Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) missing segment. Analysis also found the battery contacts are compressed.

Event description:
It was reported that the bottom display of the external pulse generator (epg) would not light up completely. It was also reported the bottom screen is defective, menu cannot be read. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.